Event description:
Reporter alleged obtaining a discrepant blood glucose value of 290 mg/dl back to back with a result of 122 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter alleged obtaining an additional comparison of 298 mg/dl back to back with a result of 104 mg/dl within 10 minutes on the same system. Reporter stated she did experience hypoglycemic symptoms with these tests and she self-treated with a sandwich and milk. Reporter alleged obtaining another additional comparison of 178 mg/dl back to back within 10 minutes of a result of 95 mg/dl on the same system. Reporter alleged obtaining one last comparison of 196 mg/dl, 169 mg/dl, and 102 mg/dl when all three results were within 10 minutes on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.